Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the site's navigation system was left on, plugged into the wall power in the application screen for approximately 1.5hrs and when the manufacturer representative (rep) returned the entire system was powered off and no on at the site had had access to it. No patient present. The rep went through the battery health check off wall power for 2min: main cart battery: 92%, 14min remaining camera cart battery: 70% and dropping, 14min remaining. Technical services (ts) recommended replacing both the camera cart ups and battery this time, since it seems the new battery is already not holding charge. Ts also recommended unplugging both the main cart and camera cart batteries from their ups for today, to see if the issue persists on just ups power.

Manufacturer narrative:
Concomitant medical products: information references the main component of the system. Other relevant device(s) are: product ID: 9735771, serial/lot #: unknown, product ID: 9735788. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2) additional information: the lot number for the battery has been updated to 1840. The lot number for the uninterruptable power supply (ups) has been updated to 18400022. H3: a medtronic representative went to the site to test the equipment. Testing revealed that hardware parts were replaced. The navigation system then passed the system checkout and was found to be fully functional. The battery was returned to the manufacturer for analysis. The battery was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The ups was returned to the manufacturer for analysis. The ups was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. H6: fdm b01, fdr c13, fdc d02 are applicable to the system checkout. Fdm b01, fdr c19, and fdc d14 are applicable to the hardware analysis. Img code g02027 has been added. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.